Event description:
Dealer advised broken pivot/slide tube. Dealer advised end user tipped forward in the chair and caught the slide/tube on the ground when it broke. Part associated with front rigging leg support. No injury.